Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clamp down and release the clip. Reloaded multiple times with same issue. The customer had no problem with another applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The instrument failed the clip test due to clip not seating properly therefore was unable to correctly apply or release the clip. Common causes of the failure mode bent instrument grips -tips are typically attributed to misuse. Bent grips with an offset 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.